Event description:
Same case as MFR # 2134265-2008-02572. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the 75% stenotic proximal to mid left anterior descending (lad). The lesion was moderately to severely calcified and the vessel was moderately tortuous. The lesion was 40mm long with a vessel diameter of 3.5mm to 2.2mm. The patient presented with chest pain for ischemia. The physician predilated the lesion (unknown size/type balloon), the physician implanted a 2.50x24mm taxus express2 drug eluting stent in the mid lad at 14 atms. Next, the physician implanted a 3.00x16mm taxus express2 drug eluting stent in the proximal lad at 14 atms, overlapping the previously implanted stent. Post dilation and ivus were performed, and there was no issue. The patient was sent to the hospital for recovery. Four days later, the patient experienced chest pain. Tests revealed a thrombosis located in the middle of the 2.5x24mm taxus express2 stent. An intra aortic balloon pump was inserted and heparin was administered. After the procedure timi3 was confirmed, and the patient recovered in the hospital. Antiplatelet medication was aspirin and plavix. The relationship of the device to the event is unknown.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The most probable root cause will be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.